Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. As received, the battery charger/modem was unable to fully power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the c/a board. Additionally, the y1 crystal oscillator on the bedside pca was found to be internally open and liquid contamination was found on the battery board. A root cause investigation of similar failures indicated that excessive stain in the c/a board can fracture bga solder connections. The root cause for the open y1 could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger was unable to charge a battery pack.